Event description:
It was reported that a large volume folfusor had no flow. The device was filled and primed with a 2759 ¿g yondelis solution. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.